Manufacturer narrative:
Manufacturer's investigation conclusion: incidental finding: fluid ingress. The reported event of the outer layer of the modular cable (lot number: 7065896) being damaged was confirmed during evaluation of the returned product. A small segment of repair tape was observed on the outer jacket. This tape was removed, revealing that one of the strain reliefs had been damaged and there was a tear in the outer jacket. This tear exposed the inner woven layer; however, the inner layers of the cable remained fully intact. The modular cable was functionally tested and found to perform as intended, even when the cable was manipulated by hand in the area of the observed damage. The root cause of the damage could not be conclusively determined or correlated to the provided information that the patient had caught the driveline in their fridge door. The device history records were reviewed and the records revealed that the heartmate 3 modular cable (lot #: 7065896) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 lvas IFU and patient handbook are currently available. The IFU and patient handbook contains information on caring for the driveline in section 4 ¿living with the heartmate 3". In several sections, this document warns the user to never put the driveline, system controller, or any external equipment into water or liquid; immersion in water or liquid may cause the pump to stop. Section 4 "living with the heartmate 3" of the patient handbook (under "caring for the driveline") contains information regarding how to clean and care for the driveline. The heartmate iii instructions for use and the heartmate iii patient handbook address how to store, maintain, and care for all equipment, including the modular cable. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the outer layer of the patient's modular cable was damaged. The patient stated that this happened when they had gotten caught in the fridge door. The modular cable was exchanged.